Event description:
It was reported that a tracheal tube balloon herniated during patient use. The tube was then exchanged for a new device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual inspection was performed and found all the components were assembled properly. An inflation deflation test was then performed. Air was applied to the cuff and no leaks or distortions were observed. The sample was left inflated and no deflation or distortion was found. The reported malfunction was not duplicated in the returned sample.